Event description:
Diagnostic testing revealed high impedances on the lead. As result, the lead was explanted and replaced resolving the issue. It is unknown which lead has high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), batch: 3486458.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction - b5: correct lead added. Correction - d4: changed product information.

Event description:
Additional information indicates that the patient's thoracic lead was replaced.